Manufacturer narrative:
Medwatch sent to FDA on 9/10/2015. (B)(4). Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of localized heat, tenderness to touch, swelling, hardness, aching, lumpy, sore, nodular and "hot and cold, shivery flushes"are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation, skin irritation, fever and pain: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. Amongst which: (non exhaustive list) inflammatory reactions (redness, oedema, erythema, etc.) Can appear after the injection which can be associated with itching or pain on pressure. These reactions can last for a week. Indurations or nodules at the injection site"

Event description:
Patient reported having been injected with unspecified juvederm voluma injected in the cheeks. Patient had a "severe case of food poisoning" that caused the patient's face to "flare up." Symptoms were "localized heat, tenderness to touch, swelling, hardness, aching in certain spots. Felt like a blind pimple was coming up." Symptoms resolved after recovering from the food poisoning. In the next 2.5 years, the patient had additional injections with unspecified juvederm voluma unspecified juvederm ultra, unspecified juvederm ultra plus and juvederm volift with lidocaine. Then the patient's face had began to swell and ache 12 hours after contracting food poisoning. As a result of food poisoning, the patient had diarrhea and vomiting due to dehydration. One day after having food poisoning, symptoms also included "aching, tender skin" that "felt like a blind pimple." Patient also had a "swelling of the lips, chin cheeks and temples where 'vycross' has been injected." Patient drank lots of fluid to hydrate and face was still tender and swollen for 24 hours. Symptoms resolved. During the next 8 months, the patient had additional injections with unspecified juvederm ultra plus, juvederm volift with lidocaine, juv&#580;erm, volbella with lidocaine and juvederm refine. Then the patient thought they had the flu with "hot and cold, shivery flushes and [their] face started aching." The areas where juvederm was injected became "sore, swollen, hard, nodular, tender and generally looks odd." No change in skin color, but there are changes in the face with "odd swelling and distention in places." The patient improved the same day but face remained "aching." On the following day, patient felt fine but the face was still "lumpy, swollen and achy in places." The areas that "flare up" are the "cheeks, particularly lateral zygoma, oral commissures and infra orbital region." Patient has been treated with hyalase. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00503 ((B)(4)), #3005113652-2015-00504 ((B)(4)), #3005113652-2015-00507 ((B)(4)), #3005113652-2015-00512 ((B)(4)), #3005113652-2015-00551 ((B)(4)) and #3005113652-2015-00552 ((B)(4)). This MDR is being submitted for the third suspect product, the instance of unspecified juvederm voluma in the cheeks, also a device manufactured by allergan.